Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before intraocular lens (iol) implant procedure, when surgeon was using the automated pre-loaded delivery system, lens ejected too quickly. Lens not folded in its usual orientation. Additional information has been requested however no further information provided.

Manufacturer narrative:
Corrected information provided in h.6. On initial MDR the product code of a150204 was an error. It should have been a1501on the original MDR. The manufacturer internal reference number is: (B)(4).